Manufacturer narrative:
The event occurred in germany. This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(4).

Event description:
Customer received a result of 318 mg/dl on the aviva nano system, and a result of 117 mg/dl on the aviva system within 10 minutes. On a different occasion customer received a result of 220 mg/dl on the aviva nano system, and a result of 93 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.